Event description:
It was reported that during device change out, externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. A successful pc shock was performed. Lead remains implanted.

Manufacturer narrative:
The cinefluoroscopy images provided do not confirm that the conductors have externalized and evaluation of a lead with similar orientation with intact optim insulation produced comparable x-ray images. Therefore, as the lead remains implanted, it is not possible to confirm whether the conductor cables have externalized and the conductor cables may reside within the lead body.